Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a controller that the self test button was not working and that the exterior of the controller shocked her skin a few times, leaving a red mark on her skin. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller shocking skin, and the system controller¿s self-test button not working, were not confirmed. The returned system controller was functionally tested and was found to perform as intended. Multiple self-tests were performed during testing without issue, and the controller did not emit any shocks or other electrical malfunctions. The system controller was further tested by r&d. Multiple leakage current tests were performed; however, all measured values were within the limits specified by the relevant safety standard. In additional to being below the required limits, all measured currents were significantly below the current required for a typical human to feel a shock. The provided log file was reviewed, however it contained no atypical events or parameters. The pump maintained speeds above the low speed limit throughout the log file. The root causes of the reported events were unable to be conclusively determined through this analysis. There was an incidental finding that the users of the hm 3 system controllers are unable to interpret the software label markings due to it being faded or worn out. The serial number labels were also shown to be worn out or missing as well. The user cannot follow instructions because markings in labels were not legible. The label markings were not sufficiently durable to remain legible which resulted in being unable to trace the device. Among the 66 complaints, all the faded serial numbers along with the worn-out software labels were found during the initial visual inspection and was shown as incidental findings. No adverse events had occurred pertaining to damaged labeling. Will continue to monitor. Review of the device history record for the system controller showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.